Event description:
Pt reported elevated blood glucose (>19mmol/l). She stated that she programmed a 4u bolus, while disconnected, and no insulin dripped from her infusion set tubing. Pt changed tubing, programmed another 4u disconnected bolus, and again no insulin came through the tubing. No occlusion error message was generated by the device. Pt self-treated with 15u insulin, via injection.